Event description:
Reporter alleged obtaining the results of 286 mg/dl and 145 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A report was received that the pt underwent a pocket revision due to discomfort caused by the location of the pocket site. The physician relocated the pocket and the pt was reportedly doing well following the procedure.